Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to complete the check. Customer resumed insulin delivery. Customers blood glucose was 234 mg/dl.